Event description:
Tsai st, lin sh, lin sz, chen jy, lee cw, chen sy. Neuropsychological effects after chronic subthalamic stimulation and the topography of the nucleus in parkinsons disease. Neurosurgery 2007; 61 (5): e1024-e1030. The article describes the results of a retrospective study of 38 parkinsonian pts who underwent bilateral stn-dbs. The aim of the study was to try to address the correlation between the electrode location within the stn and the development of postoperative neuropsychological events after chronic stimulation. Eight pts experienced neuropsychological side effects. A man being treated with bilateral deep brain stimulation (dbs) for symptoms related to parkinsons disease developed a manic episode 3 months post surgery, which was characterized by irregular social activities, poor relationships with family, irritable mood, decreased need for sleep, inflated sense of self-importance, racing thoughts and increased goal-directed activity. Post operative MRI showed that the active contact of the left electrode might be located at or near the anterior ventral-medial tip of the stn. The mania subsided after a parametric adjustment in the stimulation level. In addition, the pt's levodopa was decreased by 33%.

Manufacturer narrative:
Journal reference: tsai st, lin sh, lin sz, chen jy, lee cw, chen sy. Neuropsychological effects after chronic subthalamic stimulation and the topography of the nucleus in parkinsons disease. Neurosurgery 2007; 61 (5): e1024-e1030.